Manufacturer narrative:
Pump received no button response due to the connector on the electrical board was unlocked during visual inspection. Unable to verify pump error 25 and to download due to no button response.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed a power error detected. At 4 a.m. The alarm had occurred for the first time. They changed the battery and the insulin pump was fine. However, at 8 a.m. The alarm recurred. The customer¿s blood glucose level during the first occurrence of the alarm was 146 mg/dl. After troubleshooting was performed they were advised that the device would be replaced. The device will be returned for analysis.